Event description:
Allegedly the 1 year status post thr describes "squeaking" which cannot be reproduced; mild-moderate discomfort; ion levels: cobalt 3.3. Chromium less than 1.0; mars MRI pending; this is almost certainly another pseudotumor case. No metal on metal. Additional information (B)(4) 2013: MRI - type 2 pseudotumor, revision scheduled for (B)(6) 2013. Add'l info rec'd (B)(4) 2013: revised neck, stem and head on (B)(6) 2013. Cobalt level is 3.3 and chrome level is less than 1.0. Increased in size of a type 2 pseudotumor. Pt. Has pain.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2013-01649, 01651.

Manufacturer narrative:
A complaint review was conducted and analysis showed no trend for item/lot.